Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: 4651388 this solicited case, reported by a consumer via a patient support program (psp), concerned a 61-years-old female patient of han nationality. Medical history included heart was not very good, blood pressure was a little high and allergy to penicillin. Concomitant medications and family drug adverse reaction were non and drug adverse reaction history was not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) via cartridge and also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) via cartridge with humapen ergo ii (from 2006 and unknown end date), twice daily (morning: 22 u, night: 22 u), subcutaneously for the treatment of type 2 diabetes mellitus, started therapy several years ago. Start dates of therapies were not provided. On an unknown date, while on therapy with insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25%, she caught a cold for too long time, cough and blood glucose level was a little high (values were not provided). It was reported that the button of the humapen ergo ii could not be pushed down (product complaint (B)(4), lot number unknown). On an unknown date she was hospitalized for cold for too long time, cough and blood glucose level was a little high. Later she was discharged from the hospital on an unknown date. Since an unknown date sometimes she had low blood glucose level (values were not provided). Corrective treatment and outcome of the events was not provided. Therapy with insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25% were ongoing. The user of the humapen ergo ii and his/ her training status was not provided. The humapen ergo ii general device durations of use and the suspect humapen ergo ii device durations of use were not reported whereas started using since 2006. The action taken with the suspect humapen ergo ii was not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment for the events with insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro protamine suspension 50%/insulin lispro 50% therapy and humapen ergo ii. Edit 28feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Updated 08-mar-2019: the product complaint number (B)(4) was received form the affiliated on 05-mar-2019 and processed. No further changes were performed on the case. Update 26mar2019: additional information received on 25mar2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields and improper use and storage from no to yes for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 26mar2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device could not be pushed down, although priming could be performed normally. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient used the device since 2006, which is beyond the approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of (B)(6) nationality. Medical history included heart was not very good, blood pressure was a little high and allergy to penicillin. Concomitant medications and family drug adverse reaction were non and drug adverse reaction history was not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) via cartridge and also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) via cartridge with humapen ergo ii (from 2006 and unknown end date), twice daily (morning: 22 u, night: 22 u), subcutaneously for the treatment of type 2 diabetes mellitus, started therapy several years ago. Start dates of therapies was not provided. On an unknown date, while on therapy with insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25%, she caught a cold for too long time, cough and blood glucose level was a little high (values were not provided). On an unknown date she was hospitalized for cold for too long time, cough and blood glucose level was a little high. Later she was discharged from the hospital on an unknown date. Since an unknown date sometimes she had low blood glucose level (values were not provided). Corrective treatment and outcome of the events was not provided. Therapy with insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25% were ongoing. The user of the humapen ergo ii and his/ her training status was not provided. The humapen ergo ii general device durations of use and the suspect humapen ergo ii device durations of use were not reported whereas started using since 2006. The action taken with the suspect humapen ergo ii and return status were not provided. The reporting consumer did not provide relatedness assessment for the events with insulin lispro protamine suspension 75%/insulin lispro 25%, insulin lispro protamine suspension 50%/insulin lispro 50% therapy and humapen ergo ii. Edit 28feb2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.